Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed, as the receiver shutdown when the usb was connected to the charge/download tool. A receiver boot test was performed and passed, it was noted that the receiver only boots up when the center button is pressed. Functional tests were not performed as the receiver shutdown when the usb was connected to the charge/download tool. An internal visual inspection was performed and passed. The receiver log was not downloaded for review as the receiver shutdown when the usb was connected to the charge/download tool. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete.